Event description:
Tip of catheter came off inside pt during procedure. Tip of catheter was not retrieved.

Manufacturer narrative:
The doctor was imaging the aorta for an aaa endograft case. As the catheter was removed, the doctor felt resistance nad the catheter tip caught in the left common iliac to external femoral area of the pt. When the catheter was removed, the doctor noticed that the catheter tip did not come out with the rest of the catheter. The case was aborted and the decision was made not to retrieve the catheter tip. A stent was used to trap the catheter tip against the arterial wall. No adverse outcome was reported for the pt and the pt has been discharged from the hospital. The returned device was analyzed at volcano corporation by manufacturing, r&d and quality. The catheter appeared to be built per specifications. The outside surface of the expanded single lumen had abrasions consistent with being moved against something hard. The tip, scanner and inner member (30cm length) were missing. The inner member failed due to the force used to free the catheter. This was a material break and not an adhesive bond break. The catheter was manufactured to specifications. The catheter was removed with significant force to cause the material break. Product labeling contains precautions not to advance guide wire against significant resistance, and if binding occurs between catheters and guide wire while inside the pt to carefully remove both the wire and catheter and do not use.